Event description:
The user facility reported that during a therapeutic hysteroscopy the scissor broke, and the scissor blade was noted to be missing after the procedure. The pt reportedly left and the missing scissor blade was not retrieved.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain more detailed info regarding the reported event but with no result. The subject device was not returned to olympus for eval. The exact cause of the user's experience could not be determined. If add'l info is received at a later time, then a supplemental report will follow.